Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed while the reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning the distal end of the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold. Also, the lead's helix was unable to be extend after several attempts. The lead was not used and replaced. Patient was stable throughout the procedure.